Event description:
The doctor called in to leave a message regarding his pt, who had slept in the lenses and developed an eye infection. The doctor speculated that the pt may need a corneal transplant as a result of the infection. No lot numbers were provided. F/u attempts have been made with the reporting doctor, with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should add'l info be received that would change this conclusion, an update to this report will be filed within 30 days of receipt.